Manufacturer narrative:
A bci field service engineer (fse) observed leakage from bsv module and also noted isoton 3 leaking from bsv. Fse replaced the actuator, bsv assembly from stock. Fse ran the following: samples (primary and secondary); no leakage were noted. Startup; all parameters passed. Controls; all values were within limits. Fse did note smoke from the fan, however, the fan was in working order post drying. Fse replaced the broken solenoid 1 (broken due to leak). The peltier module was in working order post drying.. Root cause for the smoke was due to isoton 3 diluent leaking from the bsv.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to coulter hmx hematology analyzer with autoloader smoking due to leak from the bsv. In addition, sweepflow input tubing was loosing out and leaking inside the instrument, hence affecting the peltier module, fan and other solenoids. No death, injury or change to patient treatment is associated with this event.